Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was experiencing excessive no delivery alarms. His blood glucose was 7 mmol/l. He stated that he has been having the excessive no delivery alarms for months now even though he has changed the set several times. The customer was offered troubleshooting but is not able to. He has not been using the pump but has been using injections and would like the pump replaced. The insulin pump is being returned for analysis.

Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm noted. Pump had cracked case at display window corner, reservoir tube lip and minor scratched display window.